Event description:
It was reported that during a da vinci oophorectomy procedure, it was noted that the cables on the maryland bipolar forceps instrument were broken. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's grip cables at the housing are broken at the clamping pulley. The cable grooves on the pulley exhibit white residue. The reprocessing instructions for da vinci reusable instruments specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Failure analysis investigation also found the following additional damages to the instrument: one grip is bent, causing side to side misalignment of the grips. There is a .020 offset at the tips. The bent grip exhibits separation of the yaw pulley and pulley cover at the glue joint, indicating that overloading at the tip occurred. It was concluded that the damage to the instrument's tube was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. One conductor wire is sticking out at the yaw pulley; however, the wire is intact. The instrument passed electrical continuity testing. The distal end of the main tube has various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.